Event description:
It was reported that this right atrial (ra) lead exhibited no capture and wrapped around the generator which was suspected to be caused by twiddler syndrome. This ra lead was explanted and replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that the patient presented in the clinic with shortness of breath and fatigue. An x-ray imaging confirmed that this ra lead was pulled back causing a lack of atrial capture.